Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled (g5) was received for evaluation. Electrode 1 and both thermocouples met specifications during initial electrical testing. A short circuit was noted between electrode 1 and the tip thermocouple when irrigated with saline. No char was noted on the distal electrode of the returned device and the device met specifications during occlusion testing. The root cause of the short circuit remains unknown.

Event description:
This report is to advise of a short circuit of the catheter noted during investigation.